Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 0010023557 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked at 8 and 14 inches from the tip. The shaft tip was intact with no apparent issues. In conclusion, the sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.